Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during maintenance, the cutter failed the test cut with an incomplete cut. No adverse events are associated with this malfunction. No harm or delay reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related finding: tech found that the cutter did not pass the sample mesh test. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00094-1.

Event description:
There are no additional details available regarding the event.